Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 24 fractured. Construction was a removable prosthesis. Bone loss and implant instability caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading after 14 years in situ.